Manufacturer narrative:
The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited failure to sense. X-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.